Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the barrel of a bd¿ syringe e/t had black spot inside. Customer¿s verbatim: ¿60ml syringe:the barrel has foreign matter (black spot).the event was found in diluting costly drug (nt4400).¿

Manufacturer narrative:
H.6. Investigation: it has been received 6 pictures for investigation. Upon visual inspection of the pictures received, it can be observed a particle inside the syringe. DHR of lot 1801288 has been reviewed not finding any annotation or deviation regarding the alleged defect. Since physical sample has not been received, the root cause of the alleged defect cannot be determined. It is possible that if syringe was filled with drug from a vial using a needle, this particle comes from the rubber vial due to coring defect (particle of rubber detached due to needle penetration). But since the particle cannot be inspected it cannot be confirmed.

Event description:
It was reported that the barrel of a bd¿ syringe e/t had black spot inside. Customer¿s verbatim: ¿60ml syringe:the barrel has foreign matter (black spot).the event was found in diluting costly drug (nt4400)¿.